Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-apr-2018 with the following findings: a review of the black box showed no evidence of power on reset events. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was found in the battery canister. A leak was found in the battery compartment. The battery cap was fastened and unscrewed a half turn leading to a reboot due to moisture corrosion. The intermittent power complaint was duplicated. The battery cap was fastened and successfully completed rewind, load, and prime steps. No further power interruptions occurred during the investigation. The pump cover was removed to find no further moisture ingress or intermittent conditions to the printed circuit board. Unrelated to the original complaint, the cartridge compartment was damaged and missing a fragment around the edge. The returned battery cap was undamaged and able to fit.